Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during a arthroscopic rotator cuff repair surgery, three iconix speed medial anchors with three tapes were used to bridge to the lateral side, utilizing the healix advance. Upon attempting to remove the handle after insertion, the screw also came out. Upon inspection, it was found that the tape was jammed inside the handle. Attempts were made to reposition the screw into the handle, but soft tissue or bone was found inside the screw during the kite insertion process, preventing proper placement. The operation was completed successfully with a new screw. There was no surgical delay and no harm to the patient. The device was brand new and the first use when the issue occurred.